Manufacturer narrative:
Method: material analysis. Results: the most likely cause of the blocker inserter fracture is excessive torque applied to the inserter during tightening of the blocker. This likely lead to the application of cantilever forces leading to the bending overload breakage that was confirmed during material analysis. No manufacturing or material issues were identified during investigation. Conclusion: the customer reported event of a xia deformity 5mm blocker inserter tip fracture intra-op was confirmed via visual inspection of the returned device. The event resulted in a 5 minute delay and no occurrence threshold was breached. The returned device was sent for material analysis, which confirmed that the breakage occurred through overload in a ductile and bending mode. This was likely caused by not following the surgical technique¿s advice.

Event description:
It was reported that during an l 5-s1arthrodesis, the surgeon did the tightening of the nut in s1 and heard a "pop" when removed the inserter, the tip of the inserter remained in the nut on the patient.

Event description:
It was reported that during an l 5-s1arthrodesis, the surgeon did the tightening of the nut in s1 and heard a "pop" when removed the inserter, the tip of the inserter remained in the nut on the patient.